Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to increase charge burden and the requirement for full body magnetic resonance imaging (MRI) compatibility. The ipg will not be returned for analysis as it was disposed by the facility. Postoperatively, the patient reported to be fully recovered, receiving coverage of pain areas.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.